Manufacturer narrative:
Device evaluation, one (1) sample received which consists in one (1) extension set from part number 21-7106-24 and lot number 4235130, sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Functional test: leak testing on the extension set sample received was performed using hydrostatic vessel as procedure indicates. Results: during the test, leak is present in the filter air vent, complaint is confirmed. The IFU for p/n 21-7106-24 was reviewed to verify for any condition or caution that could create leaks during the use of the product (see cautions section stated in the IFU). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the extension set leaked around the filter once line was attached. No patient injury reported.